Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the lens was removed and replaced during a secondary procedure with an unspecified advanced technology intraocular lens (atiol). The patient¿s reason was unknown. The clinical reason for explant was wrong power. Additional information has been requested but is not available at the time of this report.